Event description:
It was reported that a cartridge alarm occurred during the load sequence and one during insulin delivery. Additionally, it was reported that occlusion alarms occurred, and a minimum fill notification occurred after the user filled the cartridge with undefined units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20, alarm 30 and occlusion issue was verified, but the minimum fill issue could not be verified.